Event description:
The patient fell three weeks ago and saw a nurse practitioner. The patient had pain from the fall, she was told to rest and ice at that time. Last night the patient has swelling at the implant site and the stimulation makes the pain worse so she has it off at this time. The patient went to the ER friday night for pain and was told to ice as well. The pain was at the device pocket. The patient was going to leave the therapy off and charged until her follow up appointment on (B)(6) 2015. Stimulation in the wrong location was noted. Diagnostic testing or troubleshooting will be performed in the future. It was later reported at the patient¿s appointment, the doctor stated the battery site looks good with no apparent swelling. Electrode impedances were within normal limits. The doctor looked at the CT scan report of the patient¿s; comorbidities of kidney stone and ovarian cyst. The doctor reprogrammed to cover painful area in back and left leg; felt tingling where the patient needs it. The doctor and company representative have no further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).